Event description:
The company received information that suggested that the cuff began leaking after two days in patient use. The customer reported that the tube was replaced with another 6fen. There was no patient harm reported. The customer will return the sample for investigation.